Event description:
It was reported that the device powered on with a blank screen and locked up. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio replaced the programmed user interface and system control pcb assemblies and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced user interface pcb and found no failures. Physio determined the root cause of malfunction to be the system control pcb.